Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was dislodged during heart surgery. When the physician tried to reposition the lead, helix extension and retraction issues were encountered. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory the dislodgement allegation was not confirmed, lab observations and field report were insufficient to verify dislodgement. The lead tip appeared normal. The helix difficulty and difficult to position allegations were confirmed based on the field report. Dried blood in the helix housing prevented direct test of the helix mechanism.

Event description:
It was reported that this right atrial (ra) lead was dislodged during heart surgery. When the physician tried to reposition the lead, helix extension and retraction issues were encountered. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.